Event description:
Patient contacted dexcom technical support on (B)(6) 2014, to report that the sensor was giving inaccuracies when compared with the fingerstick values on (B)(6) 2014. Patient reports the device read 79 while the fingerstick value was 180. Patient did not report any injuries or medical intervention at the time of contact with dexcom technical support.